Event description:
Country of complaint: (B)(6). Device 1 of 5. Cardboard particles when opening.

Manufacturer narrative:
Evaluation: samples received: 10 unopened pouches. Analysis and results: there are no previous complaints of this reference batch. Opening of packaging on the ten closed samples received is correct and as expected. The opening of packs have been done on the diagonal way. The support cardboard has not torn and the suture has been pulled out correctly. There is no paper shred after opening packaging. Some very little particles could appear when opening the packaging due to the support card material, although the sterility is warranted. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils (B)(4) requirement. Therefore we consider this complaint as not corresponding (not justified). Actions on product: n/a. We are working with the cardboard support suppliers in order to avoid/reduce the quantity of particles that are generated at the opening of the package. (B)(4).